Event description:
It was reported that a m.blue valve (part # fx801t) was implanted during a procedure performed on (B)(6) 2022. According to the complainant, the shunt system was believed to be difficult to adjust. The patient underwent a revision procedure on (B)(6) 2022. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Height: 180 centimeters (cm). Weight: 81 kilograms (kg). Gender: male.

Manufacturer narrative:
Manufacturing and quality control data the m.blue® was manufactured by a qualified employee on november 2020. Deviations during assembly did not occur. The product was finally tested as article fx801t and released for packaging and sterilization and was sterilized by miethke. The m.blue® has a normal pressure range of 5 to 45 cmh2o. A fixed opening pressure of 5 cmh2o in the horizontal position (differential pressure unit) and an additional adjustable gravitational unit of 0 to 40 cmh2o in the vertical position. Both realized in one valve. The parameters after completion of the valve assembly were tested at a flow rate of 5 ml/h or 50 ml/h at the gravitational unit set pressures and 0, 10, 20, 30 and 40 cmh2o at the differential pressure unit of 5 cmh2o, and were found to meet specifications. The adjustable gravitational unit of the valve was pre-adjusted to 20 cmh2o in accordance with the specification. All tested parameters were assessed according to specifications. Visual inspection no visible defects detected. Permeability test: the test showed that the m.blue® is non-permeable. Adjustability test: the m.blue® was found to be non-adjustable within the specified range. Braking force and brake function test: the braking force test indicates that the brake function of the m.blue® is present. Due to the non-adjustability of the valve, as detailed in section 7.3, an investigation of the braking force was not possible. Internal inspection of product after dismantling of the valve, deposits were found in m.blue®. Results: for the sake of thoroughness and transparency, we would like to point out that an adjustment test was already carried out after the revision at the hospital. Based on our investigation results, we have determined that there was a blockage and a non-adjustability in the valve at the time of our investigation. Detected deposits were the cause of the function deviation. Existing deposits in the csf can temporarily impair the function of the valve and is described as concomitant symptoms in hydrocephalus therapy. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg.